Event description:
It was reported that in radiology during the tunneling part of the procedure, the tip of the dilator "deformed." As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The insertion site was the internal jugular.

Manufacturer narrative:
(B)(4).